Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. Upon investigation, invalid data was the cause of the anomaly. Invalid data was cleared and device resumed normal functions.